Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was able to replicate the reported issue. The navigation system and mouse were unresponsive on the patient screen. Using an external mouse and unplugging axiem usb did not resolve the issue. Representative reported that uninstalling and reinstalling the software resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the navigation system software has been becoming unresponsive when trying to review scans. The mouse would not move at one point and the software booted back to splash screen. There was no patient present at the time of the issue.